Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife blade and cross cutting staple line marks and staples were observed along the cutline impression in the cutting ring cover. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's anvil disengaged from the clamp after stapling and unlocking maneuver. The pieces fell into the patient's cavity and remained in the rectal lumen. Recovery of the anvil was by trans-anal route. The surgical time was extended by more than 30 minutes. The patient is ok.